Manufacturer narrative:
Concomitant medical products: product ID: 435135, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The consumer reported a loss of therapy and no longer feeling stimulation. The patient needed to take nausea medicine; she was getting down to fewer and fewer calories (she was lucky to get to 500 a day). The patient had lost 10 lbs. And a she had to take a vitamin drip couple nights a week. The patient had a return of symptoms and needed to have her device adjusted since (B)(6). She had an appointment with a health care professional in (B)(6). The patient was indicated for gastric stimulation. No further information was provided about this event. If additional information is received, a follow up report will be sent.